Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2006 after use of the product.

Manufacturer narrative:
This is one event for the same patient involving three separate products; associated MDR #1225714-2014-03957,1225714-2014-03958 and 1225714-2014-03959.